Event description:
Long charge time, not eri (tachy, )still in use, 20.70, 21.83 - second 6.36. ---14 may 99 lct again on 5/5/99. Returned w/long charge time and charge circuit problem reported 5/26/99.